Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent detachment occurred. Vascular access was obtained via radial artery. The 95% stenosed target lesion was located in the mildly calcified right subclavian artery. After inserting a 6f sheath, an 8.0x40x135 cm express¿ ld vascular metallic stent was advanced for treatment. However, it was noted that the stent was detached. The stent was immediately captured and removed. The procedure was completed with another of the same device after replacing the sheath size to a 7f. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The delivery system was returned for analysis. The stent was completely detached from the delivery system and was also returned for analysis. A visual and microscopic examination was performed on the returned delivery system. The balloon was tightly folded and did not appear to have been subjected to positive pressure. The stent crimp impression was clear on the balloon material. No issues were noted with the balloon, catheter, tip or markerbands that could have contributed to the complaint incident. The stent of the device was received completely detached from the delivery system. The stent was noted to be bent in the middle. This type of damage is consistent with excessive force being applied to it. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent detachment occurred. Vascular access was obtained via radial artery. The 95% stenosed target lesion was located in the mildly calcified right subclavian artery. After inserting a 6f sheath, an 8.0x40x135 cm express¿ ld vascular metallic stent was advanced for treatment. However, it was noted that the stent was detached. The stent was immediately captured and removed. The procedure was completed with another of the same device after replacing the sheath size to a 7f. No patient complications were reported and the patient's status was stable.